Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced hypoxia. The biopsied lesion was in the right lower lobe. The patient became hypoxic approximately 15-20 minutes after extubation. The physician believed the hypoxia was not ion related, but rather an anesthesia related event because there was an unspecified issue with the anesthesia machine. The physician explained that the patient could not be bagged. The patient was taken to the pacu on a ventilator then to the ICU for observation. The patient was on a ventilator overnight. The patient was hospitalized for 1 day then discharged home. The diagnosis was small squamous cell carcinoma. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.